Manufacturer narrative:
An event regarding abnormal ion level involving metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant . Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Information received from legal: plaintiff alleges the left rejuvenate hip implanted on (B)(6) 2009 failed causing pain and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery. Update 03/september/2021 wg: as reported by rep: "left total hip revision. Presented with left hip pain and elevated cobalt chromium levels from a total hip replacement performed at an outside facility approximately 12 years ago. Revision surgery was performed and the surgeon removed and revised the femoral stem to a stryker restoration modular stem. The acetabular component was retained, the acetabular screws were removed and a new liner was inserted." Rep provided the revision usage sheet and confirmed that no further information is available from the hospital.